Event description:
It was reported that while hospitalized for unknown reasons, the patient had multiple episodes of ventricular fibrillation. The patient expired. It was reported that the patient died due to his comorbidities. Review of episodes revealed intermittent undersensing. The rhythm appeared to be that of a dying heart. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.